Event description:
Report of formal claim received from kennedys regarding mom hip implants. No confirmation of revision received and no reason for potential revision provided.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 12/22/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address pain. Upon revision evidence of alval was found. There is no ne information that would change the existing MDR decision. The patient's height, age, comorbidities and dob are being updated at this time. Height: (B)(6) the complaint was updated on: 01/19/2015.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received 22 dec 2014. Revision date confirmed as (B)(6) 2013. Revision due to pain and features of metal sensitivity. Medical records received and attached below - (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).